Event description:
Customer alleged that the isolation transformer started smoking. Not used on a patient at time of complaint.

Manufacturer narrative:
(B) (4). The isolation transformer unit was evaluated and the cause of the complaint was a burned out solder connection in the filter circuit. The cause of the burn-out was not determined.